Event description:
Patient with lower extremity peripheral artery disease and non healing heel wound presented to the cardiac cath lab for angiogram. During procedure, the guidewire was threaded into a lateral vessel branch, upon withdrawal of guidewire to redirect to the external and common iliac artery, it was noted that the wire fractured, carefully the wire was removed intact. Decision was made to abort procedure, patient was monitored and discharged to home same day. FDA safety report ID# (B)(4).